Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unknown issue while using the adc reader and that it was "impossible to measure ketones with strips." As a result, on 03 aug 2022, the customer experienced discomfort, vomiting, and a loss of consciousness. The customer presented to the emergency room where a unspecified blood glucose test was obtained and the customer was provided IV hydration and insulin for the treatment of hyperglycemia. No further treatment was reported. There was no report of death or permanent injury associated with this event.